Event description:
Healthcare professional reported left-side rupture, which was identified upon surgery and capsular contracture baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event that is not related to the device. Rupture: broken on posterior side assessed as surgical impact opening (shell thickness within specification). Additional observations: stress marks are observed assessed as non-penetrating nick.

Event description:
Healthcare professional reported left-side rupture, which was identified upon surgery and capsular contracture baker grade IV. Device has been explanted and replaced.